Event description:
It was reported that the device was oversensing on both the atrial and ventricular channel. Interrogation revealed an interference episode. Physician believes emi is the cause. Physician will monitor the patient with routine follow-up. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.